Event description:
Review of performance data showed high left ventricular lead impedance after implant and then the impedance decreased to 536 ohms on (B)(6) 2010. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on analysis of device performance data. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data from the ICD device shows high left ventricular lead impedance after implant and then the impedance decreased to 536 ohms on (B)(4) 2010.